Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device exhibited noise, oversensing and pacing inhibition on the right atrial (ra) lead channel and right ventricular (rv) lead channel. No asystole greater than three seconds was reported. A technical service (t/s) consultant reviewed the available device data, noting the noise on the (ra) and (rv) lead channel observed, seems to be a result of potential muscle activity sensed due to the unipolar lead configuration. T/s recommended programming device sensing configuration to bipolar, and recommend lead integrity testing. Pacing impedance and pacing thresholds appear stable. Intrinsic amplitude shows jumpy values and oversensing of artifacts since november 2020. The patient will be followed through a home monitor. The device remains implanted. No adverse patient effects were reported. Additional information was received that the patient was seen for a follow up appointment. The device was reprogrammed and the issue resolved. The device remains implanted. No adverse patient effects were reported.